Manufacturer narrative:
Additional information: d6b explant date. The investigation of the reported failure mode has been completed. The pump was not returned for investigation. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical information. Optical sensor issue: the cause of the optical signal issue was not determined, as the product was not returned and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported that during impella 5.5 support, the pump was inappropriately alarming ¿impella in aorta¿. This alarm has been occurring seemingly since implant, although automated impella controller metrics do not appear to suggest incorrect placement. Per the team on transthoracic echocardiogram (tte), the impella has advanced too deep. The plan is for formal tte later today for repositioning. No active alarms or other impella related issues currently.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.